Event description:
It was reported to boston scientific corporation that an rx cytology brush was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(4) 2013. It was reported that the physician struggled to advance the brush through the endoscope to the extent that the handle cannula bent. The brush was then removed from the endoscope. Then the physician opened and closed the brush outside the endoscope and saw that the brush had something on it. The physician said that it looked like tissue, but was not sure. Since he was concerned about contamination by foreign material, the endoscope was changed and the procedure was completed with another rx cytology brush. It was reported that the brush could not be retracted into the sheath prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Exact patient age is unknown but is over 18 years. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual inspection of the returned device found kinks along the sheath and the wire; no foreign material was found on the brush. The handle cannula was not bent. Functional testing revealed that the brush could extend and retract, but a large amount resistance was felt upon actuation of the handle. The condition of the returned device was not consistent with the complaints of foreign matter and handle cannula bent. Procedural / anatomical factors encountered during the procedure could have cause the kinks in the wire and the sheath, which could affect the ability of the brush to extend and retract. The kinks would also make it difficult to advance the device through the endoscope. Therefore, the most probable root cause of the identified failures is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. It was reported that the physician struggled to advance the brush through the endoscope to the extent that the handle cannula bent. The brush was then removed from the endoscope. Then the physician opened and closed the brush outside the endoscope and saw that the brush had something on it. The physician said that it looked like tissue, but was not sure. Since he was concerned about contamination by foreign material, the endoscope was changed and the procedure was completed with another rx cytology brush. It was reported that the brush could not be retracted into the sheath prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.